Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an event of leakage three times on the day as the infusion set tape became wet. The set was used for 2 days. The location of leak was quick release site. No further information available.

Manufacturer narrative:
E1: (B)(6).